Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail that upon removal the string broke off of a tampon leaving the pledget inside her vaginal cavity. She had to seek assistance for removal of the pledget from a friend who is an rn. She was able to remove the pledget. She did not seek medical attention and did not experience any adverse health effects.